Event description:
Consumer stated that he purchased an electronic machine known by various names which include "engery wellness", "frequency wellness instrument", "rife machine", "rife generator", et al. He bought the machine because it was touted as a cure for hiv-aids; as well as disease. Sales person told him that the machine was a "resonance generator", and it would kill "pathogens and organisms." He was told that there was a 30 day "free trial." In reading a pamphlet, the consumer learned later that the machine was not FDA approved. He returned the machine and hopes that he will get a full refund.